Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and was discharged the following day. A blood glucose level was not provided. The customer alleged that the pump did not deliver insulin; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and the alleged root cause could not be confirmed. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.